Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that a patient was on cardiohelp-I and the cardiohelp-I display screen wasn't reading pressures. "Part sensor defective" was displayed on the status bar. The cardiohelp-I was flowing. Customer see rpm´s (revolutions per minute) and lpm (liters per minute) on the screen. Patient remained stable. Customer took a pressure/temp cable from another cardiohelp-I unit to see if the issue would resolve but it gave the same "part defective" message on screen. The hls set was exchanged with another one during use without consequences for the patient. No harm to any person has been reported. As the affected product was discarded by the customer, therefore a technical investigation was not possible to determine a root cause. However, according to the risk file of the hls set the following root causes can lead to the reported failure: - rpm too high, no automatical intervention on pressure. Referring to the instruction for use (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected beq-015703112 #shls module advanced adult with lot#3000298055 were reviewed on 2023-10-25. According to the 100 % inspection, all beq-015703112 #shls module advanced adult with lot#3000298055 passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a patient was on cardiohelp-I and the cardiohelp-I display screen wasn't reading pressures. "Part sensor defective" was displayed on the status bar. The cardiohelp-I was flowing. Customer see rpm´s (revolutions per minute) and lpm (liters per minute) on the screen. Patient remained stable. Customer took a pressure/temp cable from another cardiohelp-I unit to see if the issue would resolve but it gave the same "part defective" message on screen. The hls set was exchanged with another one during use without consequences for the patient. No harm to any person has been reported. Complaint ID:(B)(4).